Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta 60-3.5 single use reloadable stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states the staples did not deploy during a lap colon procedure. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).(B)(6). (B)(4).

Event description:
According to the reporter, during an exploratory lap colon resection, upon visual inspection, the stapler appeared to be fired with the handle in the locked back position. The surgeon pushed the black button and the jaws were opened and it appeared that the staples were deployed on the colon. The surgeon then fired it outside the patient after originally going in. The surgeon then cut and opened the device but no staples were present. The surgeon was able to complete the anastomosis, but had to take a little more colon. Another device was opened to correct the condition. The patient's last known status is reported as good. No reinforcement material was used.

Manufacturer narrative:
(B)(4)